Event description:
It was reported that the patient needed an MRI of the pelvic area and it was not related to their device or therapy. The patient indicated that the implant was not working. No signs and symptoms, outcome, or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot # j0454449v, implanted: (B)(6) 2004, product type lead. (B)(4).